Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No unexpected number scrolling or keypad damage was noted. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump had an unresponsive keypad; the numbers kept scrolling. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.